Event description:
Hill-rom received a report from the account stating the right siderail was damaged (not latching). The bed was located at the account in storage. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).

Manufacturer narrative:
The hill-rom technician found the center arm assembly damaged. A search of the hill-rom maintenance records showed hill-rom performed any preventive maintenance on this bed in 2009-2012. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the center arm assembly to resolve the issue. Based on this information, no further action is required.